Event description:
It was reported that the patient underwent an unknown surgery due to unspecified issues. The previous device is unknown. A new inflatable penile prosthesis (ipp) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The previous device was replaced due to it was infected. The patient reported pain was gone after revision. No more information is available.